Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
Customer's mother reported that the customer had unexplained high blood glucose for the past day. Customer most recent blood glucose was 595mg/dl. Customer's mother informed that she had check insulin pump bolus history and shows that the last bolus was at 6:58am. She stated that neither she nor her daughter had given a bolus. No further info was provided.